Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the endo therapy accessory became welded to the tip of the device, causing a metallic foreign object to adhere to tip of the device. We therefore presumed that the event occurred because procedure continued using the device with this adhered metallic foreign material. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had distal end burned and peeled adhesive around lg (light guide) lens. There was no patient involvement.